Manufacturer narrative:
Results: the neuron 070 was ovalized approximately 101.0 and 110.0 cm from the hub (figure 2). The neuron 070 was partially fractured under the strain relief. Conclusions: evaluation of the returned neuron 070 revealed a partial fracture under the strain relief. The partial fracture is likely a result of forcefully manipulating the proximal end of the device at extreme angles. Further evaluation revealed ovalizations on the device. Based on the return condition and the reported complaint, the ovalization damage was likely incidental to the reported complaint and may have occurred during packaging for return to penumbra. Penumbra catheters are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure using a neuron delivery catheter 070 (neuron 070). During the procedure, the physician placed a neuron 070 in the patient¿s body and hooked up the flush; however, a small hole was noticed and the neuron 070 was leaking fluid. Therefore, it was removed. The procedure was completed using a new neuron 070. There was no report of an adverse effect to the patient.